Event description:
Pt reported their pump keeps clicking and is infusing much slower than before. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: cuvitru 20% - 30gm. Cuvitru indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? -yes. Is device associated with event available for return? Unknown. Therapy start date: 02/10/2022.